Event description:
It was reported that a customer used the product over a wound whilst showering. When the customer got out of the shower, immediately noticed that the edge of the plaster had lifted, so not making it waterproof.